Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged. The helix of the rv lead would not extend or retract. Both leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction made to conclusion code for device model 6947. Evaluation summary: (B)(4) shaft seal out of position; full lead was returned for analysis. The distal conductor was distorted and there was blood/body fluid. The helix was distorted/bent and there was blood. (B)(4) no anomalies found; full lead was returned for analysis.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction made to conclusion code for (B)(4). Evaluation summary: (B)(4) shaft seal out of position; full lead was returned for analysis. The distal conductor was distorted and there was blood/body fluid. The helix was distorted/bent and there was blood. (B)(4) no anomalies found; full lead was returned for analysis.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) shaft seal out of position; full lead was returned for analysis. The distal conductor was distorted and there was blood/body fluid. The helix was distorted/bent and there was blood. (B)(4) no anomalies found; full lead was returned for analysis. (B)(4) (B)(4) full lead (B)(4) (B)(4) full lead.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged. The helix of the rv lead would not extend or retract. Both leads were removed and replaced. No further patient complications have been reported as a result of this event. It was reported that the ra and rv leads dislodged. The helix of the rv lead would not extend or retract. Both leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. . Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood in/on the helix mechanism (sleeve head). It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the helix was distorted/bent, there was blood in/on the helix mechanism and the shaft seal was out of position. The analyst commented that the lead was returned with the helix fully extended. The helix will not function at this time due to the dried blood in the sleeve head. (B)(4) no anomalies found; full lead was returned for analysis.